Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Venous pressure high alarms and venous air alarms occurred toward the end of a routine hemodialysis treatment. Rinseback was not preformed due to clotting of the circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is due to the operator not performing rinseback in a timely manner. Facility staff attributed the alarms to problems with the patient's catheter. The cycler alarmed appropriately. The patient has since been treated with tpa for the catheter issues. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.